Event description:
It was reported that the ilet display screen cracked after the user moved a television, resulting in an unresponsive swipe-to-unlock function while other icons remained responsive and the system continued delivering insulin and maintaining cgm connectivity. Symptoms included no reported adverse health effects. Outcomes included no medical intervention or hospitalization. Investigation included technical support guidance regarding continued basal and correction delivery, confirmation of device information, and request for damage documentation. Investigation of this case revealed physical damage to the display consistent with external impact, with the device otherwise functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.